Event description:
A customer contacted beckman coulter inc (bci) regarding bottle leakage in the carbon dioxide (co2) alkaline buffer reagent kit. No injury was reported from this event.

Manufacturer narrative:
No further information is available for this event.